Manufacturer narrative:
Investigation results will be provided in a supplemental report.

Event description:
It was reported that both drills are blunt. No drilling possible. There was a delay of 10 min. A replacement was available.

Manufacturer narrative:
Evaluation summary: a review of the DHR revealed no discrepancies in material or manufacturing. The cutting edges show extreme wear and tear most likely caused by rough handling.

Event description:
It was reported that both drills are blunt. No drilling possible. There was a delay of 10 min. A replacement was available.